Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported there was noise on the atrial channel at implant. Sensing difficulty was also reported. The device was replaced. No patient complications have been reported as a result of this event.